Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not turn on. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the pump would not turn on thus verifying the customer's reported issue. Further investigation found a bad solder on the microprocessor board. This was determined to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.